Manufacturer narrative:
Upon further investigation, it was discovered that kit lot expired on 02sep2021. Testing of expired test kits is considered off-label and is not supported for use by abbott rapid diagnostics scarborough, making this report 1221359-2021-03152 no longer reportable.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-03151.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay performed on multiple patients. This MFR. Report addresses patient two (2) of two (2). The customer reported a false positive result on a nasopharyngeal swab with the ID now covid-19 assay performed on (B)(6) 2021. Confirmation testing was performed on (B)(6) 2021 with pcr on a nasopharyngeal swab and generated negative results (CT values not provided). Per the customer, the patient was not symptomatic. Additionally, there was no patient harm due to test results. There was no delay or impact in treatment due to test results.